Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the lung during a tracheobronchial stent placement procedure performed on (B)(4) 2024. During the procedure, the stent only deployed halfway before the string got stuck and could not be pulled back. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.